Event description:
Drive medical has received a complaint from the patient's husband on an incident allegedly involving a cane imported and distributed by (B)(4). It was reported that the patient was using the cane during a vacation in (B)(6) when the cane was allegedly buckled causing her to fall and hit her head. The patient went to hospital and allegedly had plastic surgery and 60 stitches on her head. This MDR report is based on the information provided by the claimant.